Event description:
Boston scientific received information that the right ventricular (rv) lead displayed pacing impedance measurements greater than 2,000 ohms, along with increased pacing threshold measurements. A revision procedure was performed. When attached to the pacing system analyzer (psa), rv lead pacing impedance measurements were greater than 2,000 ohms. The rv lead was surgically abandoned. The device was explanted electively due to end of life (eol). No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.